Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that there is not allegation against the needle. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/04/2024, a sales representative reported via (B)(4) that an ar-12990 knee scorpion had the tip of the instrument broken off during use. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Event description:
Additional information was received on 10/08/2024: the bottom jaw of the ar-12990 knee scorpion broke off and was retrieved from the patient. The scorpion needle was contained in the casing and did not break inside the patient. There was a 20-minute delay in retrieving the broken fragment. This was discovered during a meniscal root repair procedure on (B)(6) 2024. The case was completed using another fastpass scorpion. There were no adverse effects on the patient.